Event description:
It was reported that during the surgical procedure the permanent cautery hook instrument become covered with debris and started smoking from the sides. The surgeon began to clean the permanent cautery hook instrument with another instrument and during cleaning, the surgeon pulled the hook off of the instrument. The hook was retrieved from the patient and the planned surgical procedure was completed. No pt harm, adverse outcome of injury was reported.